Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate drainage during an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was not recaptured smoothly, it did not expand fully as expected. As a result, the stent had to be removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. It was returned with the stent fully expanded and deployed. Additionally, the inner sheath was found kinked. The delivery system analysis could not confirm the reported events stent first flange failure to expand; however, it was found that the inner sheath was kinked. As a part of the evaluation performed, the catheter was freely moved through the luer and the slider could be moved to its original position without no resistance. The stent first flange failure to expand issue could have occurred due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the issue found during evaluation, was most likely due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Therefore, excessive manipulation of the device without enough care could have induced the defect found. Therefore, taking all available information into consideration, the overall root cause of the reported events is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transduodenal to facilitate drainage during an endoscopic ultrasound (eus) and endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent was not recaptured smoothly, it did not expand fully as expected. As a result, the stent had to be removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.